Manufacturer narrative:
Device recd with distal end damaged, needle protruding.  A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan.  Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an interventional procedure, the needle of an outback elite 120 cm re-entry cto catheter would not retract back into the catheter after use and had to be removed from the patient with the needle actuated along with the wire. There was no serious injury and the device will be returned for analysis.  The physician prepped the device correctly and tested the needle deployment several times and it retracted fine into the catheter.  The physician did have trouble getting up and over the horn but was able to get the device to the lesion and was able to actuate the needle and get the wire back into the lumen.  When he tried to retract the needle back in after passing the wire into the lumen the wire would not retract back into the catheter and the whole device was removed.  The target lesion was the left sfa and access was via the right sfa. The reason for treatment was cli and rc 5.  An 6fr ansel, 45 cm sheath was used.  The lesion was moderately calcified with no vessel tortuosity.  The catheter was prepped in the straight configuration.  The type and brand of the guide wire used was a command es, abbott labs.  Actuating the product was not as smooth as should be but the needle was fully retractable pre insertion into sheath.  The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view.  The stored torque in the catheter shaft was released after the cannula tip was properly positioned and the ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide.  There was no pedal access, procedure was aborted after failed crossing and the patient will come back for re-intervention via pop or pedal access.

Manufacturer narrative:
During an interventional procedure, the needle of an outback elite 120 cm re-entry cto catheter would not retract back into the catheter after use and had to be removed from the patient with the needle actuated along with the wire. There was no serious injury reported. The physician prepped the device correctly and tested the needle deployment several times and it retracted fine into the catheter. The physician did have trouble getting up and over the horn but was able to get the device to the lesion and was able to actuate the needle and get the wire back into the lumen. When he tried to retract the needle back in after passing the wire into the lumen the wire would not retract back into the catheter and the whole device was removed. The target lesion was the left sfa and access was via the right sfa. The reason for treatment was for critical limb ischemia. A non-cordis sheath was used. The lesion was moderately calcified with no vessel tortuosity. The catheter was prepped in the straight configuration. The guide wire used was a non-cordis wire. Actuating the product was not as smooth as should be but the needle was fully retractable pre-insertion into the sheath. The ¿l¿ marker leg, on the catheter ¿lt¿ directional marker band, towards the target re-entry site was verified using an initial fluoroscopic view. The stored torque in the catheter shaft was released after the cannula tip was properly positioned and the ¿lt¿ directional marker band slot was oriented toward the desired vascular location (target site) prior to actuation of the handle deployment slide. There was no pedal access, procedure was aborted after failed crossing and the patient will come back for re-intervention via pop or pedal access. One non-sterile outback elite 120 cm re-entry was received for analysis coiled inside a plastic bag. Per visual analysis, the body shaft was twisted and cracked at 2.5 cm from the distal tip. The edges on the twisted and cracked damaged unit look as if a tremendous force was applied until a break occurred on the body shaft. The needle was observed protruding from the body shaft of the unit right from the twisted and cracked area of mentioned damage at 2.5 cm from the distal tip. No other anomalies were observed. Functional analysis to determine the level of functionality of the returned device could not be properly performed due to the twisted and cracked damaged condition of the unit. However, the cannula needle was advanced and retracted several times via distal movement of the deployment slider. The needle was advanced through the twisted and cracked damaged condition of the unit. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The event reported by the customer as ¿cannula/needle (outback only) - retraction difficulty - unable to¿ was not confirmed as the cannula was successfully advanced and retracted several times. However, a twisted and cracked damaged condition on body shaft of catheter was found. Nonetheless, the twisted and cracked damaged condition of the unit could not be conclusively determined by the analysis. Handling process and / or procedural factors may have contributed to the twisted and cracked condition found. The product instructions for use (IFU) cautions the user that excessive calcification at the site of re-entry may impair the device¿s performance. It instructs the user to retract the cannula tip into the device by fully retracting the handle deployment slide until it stops. The user is then to release the handle deployment slide button to lock the deployment slide in the retracted position. The user is then instructed to ensure that the cannula tip is fully retracted into the catheter lateral port and the handle deployment slide is locked, prior to withdrawing the catheter over the guidewire. Neither the product analysis nor the manufacturing records review suggests that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventative actions will be taken at this time.